Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a power issue. A field service engineer replaced all in one and moved the hard drive from old to the new all in one. Replaced the controller board and configured drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower cabinet was off and did not power on. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.